Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose was 317 mg/dl and blood glucose was 159 mg/dl at the time of the incident. The customer was treated with manual shot. The customer had symptoms such as nausea. It was reported that the customer was alleging possible pump under delivery. The customer stated that the insulin pump was not giving her insulin. The customer declined troubleshooting was high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test. (B)(4).